Manufacturer narrative:
(B)(4). The reported complaint of the "alarm was triggered when the pump using" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the alarm was triggered when the pump using". Additional information states that the iabp console was swapped to co ntinue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the alarm was triggered when the pump using". Additional information states that the iabp console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".